Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse confirmed with the customer that the surgery was performed without resolving the loose communication issue on the surgeon console (ssc). The blue fiber cables (bfc) were not fully inserted due to the release tab. The bfc may have been connected but not properly locked. A small plastic was found inside the connector. The bfc were cleaned. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the vision system (vs) triggered a recoverable fault, and although all arms are blue, it would not respond. Technical support engineer (tse) checked the logs that were showing several errors 54 and 55, pointing to a communication issue with 2 blue fiber cables (bfc). System was in an unstable state and could not be powered off normally. Tse guided nurse to force the power down and performed an emergency power off (epo) at the same time and to clean all bfc and check that all the bfc were properly seated, unplugging and re-plugging them all. After that system came up with errors again. Tse requested another system shutdown and bfc cleaning, but surgeon stated procedure to be converted to laparoscopy and disconnected the call. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the procedure was not converted after hotline assistance. They were able to do the procedure in the robot more than an hour late.